Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported a leak from the cartridge into the cartridge compartment. Caller stated the leakage was detected when he observed what appeared to be moisture inside of the cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation.